Event description:
It was reported that this right ventricular (rv) lead was explanted due to heart wall perforation. A pericardial window was created and the hole was sutured closed. A new lead was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.